Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed occurrences of "1870" and "1871" error codes. During the investigation the pump displayed both "1871" and "1870" error code alarm messages. The investigation determined that a defective motor was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited an unspecified alarm and error. No adverse effects were reported.